Manufacturer narrative:
This report is submitted on february 28, 2023

Event description:
Per the clinic, the patient experienced poor external magnet retention. The patient had a skin-flap skin revision on (B)(6) 2023. The implant remains in-situ.